Event description:
The customer reported that during a gyn procedure, oozing was observed although an end tone, indicating a completed seal cycle, was heard. Another device was used to complete the procedure and there was no injury to the pt.

Manufacturer narrative:
(B)(4). The sample has been requested, but to date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.